Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: can-yang j. Et al. (2019), the digital 3d simulation model assists in the evaluation of the effect of precise and complex orbital anomalies, chinese journal of oral and maxillofacial surgery, vol. 17 (6), pages 512- 520 (china). The purpose of the retrospective analysis study was to explore the effect of digital simulation of 3d models in the precise correction of cranial-orbit malformations. Between january 2013 to january 2019, a total of 44 patients (36 male and 8 female) with a mean age of 39 years were included in the study. 43 cases of traumatic cranial orbital malformations and 1 case of congenital cranial orbital malformations. All of the coronal incisions of the scalp were used to enter, according to the special anatomical position of the 3d simulated cranial model and the order of the pre-operative exercise, the area of the cranial orbit was exposed completely and the fractures were anatomical reset. Use (johnson ao) bone plates to fix free bone blocks or bone fragments with nails. The following complication were reported as follows: 1 patient had cerebrospinal fluid and nasal leak, recovered after conservative treatment. This report is for an unknown synthes ao bone plate. This is report 1 of 1 for complaint (B)(4). A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an craniofacial plate/screws construct and patient specific implants lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter name and address: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.